Event description:
The below report was received by health authority us FDA (reference number: mw5113431) on 28-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("immense pain") and female reproductive neoplasm ("abnormal reproductive growth") in a female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), pelvic adhesions ("adhesion") and arthralgia ("joint pain") and was found to have female reproductive neoplasm (seriousness criterion medically important). The patient was treated with surgery (essure removal, hysterectomy and required surgeries). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to pelvic pain, genital haemorrhage, pelvic adhesions, arthralgia or female reproductive neoplasm. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority us FDA (reference number: (B)(4)) on 28-nov-2022. The most recent information was received on 28-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("immense pain") and female reproductive neoplasm ("abnormal reproductive growth") in a female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("excessive bleeding"), pelvic adhesions ("adhesion") and arthralgia ("joint pain") and was found to have female reproductive neoplasm (seriousness criterion medically important). The patient was treated with surgery (essure removal, hysterectomy and required surgeries). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to pelvic pain, genital haemorrhage, pelvic adhesions, arthralgia or female reproductive neoplasm. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon receiving an internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) has been transferred to the retention case (B)(4). E2b company number added. Hence, this case should be deleted from bayer data base. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.